Manufacturer narrative:
Other mfg report # 2523190-2016-00027. The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a hepatic laparoscopic surgery, the surgeon was trying to coagulate the liver, but the device did not coagulate the liver as expected when activated, causing an injury in duodenum. No hepatic injury reported. Request for additional information was sent.

Manufacturer narrative:
Integra has completed their internal investigation on march 18, 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; there are holes on the coating on the distal part of the tube. Numerous impacts are observable all over the tube. However, the insulated handle and the proximal part of the tube passed the electrical test. DHR review; no nonconformity for this lot. Complaints history; no complaint related to this issue for this lot. Conclusion: the most probable cause of this defect is the contact with an other electrosurgical device. The IFU nt060 recommends "extreme care should be taken when handling instruments with a dielectric coating. Damage to the dielectric coating may result in patient / user injury".